Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 11:30 am, the patient experienced symptoms of incoherence and confusion. The next event the patient recalls is the arrival of emergency medical services (ems). Upon arrival, ems performed a blood glucose (bg) check using the patient¿s bg meter, which showed a reading of 49 mg/dl, while the patient¿s cgm was simultaneously displaying a reading of 400 mg/dl. At the time, the patient was wearing a tandem insulin pump. Ems administered treatment consisting of a sugar bolus, a sandwich, and grape juice. At an unspecified time following treatment, the patient¿s bg level was reported to be 120 mg/dl; however, it was not clarified whether this value was obtained from the cgm or bg meter. The patient also replaced her cgm sensor during this episode. She was not transported to the hospital and reported ¿feeling better¿ at the time of documentation. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.